Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed reports that the failure occurred while in use on a patient and that the nursing staff immediately exchanged the pump. There was no report of patient injury or medical intervention caused by this device.